Event description:
The following information is from the article "stroke and peripheral embolism from an amplatzer septal occluder 5 years after implantation ". A female was admitted with a left-sided hemiparesis. In 1999, an asd had been diagnosed. Because of increasing exertional dyspnea due to right ventricular volume overload without elevation of pulmonary artery pressure, the asd had been closed percutaneously by an aso in 2001. Non-hodgkin's lymphoma diagnosed approx seven months prior. In 2006, CT showed no lymph node enlargement, but a mass on the left atrial side of the aso and a splenic infarction which had not been present 3 months earlier. The patient was scheduled for echocardiography, but 7 days later, a stroke occurred. Transesophageal echocardiography (tee) disclosed a 4x3 cm thrombus on the left atrial side of the aso, and no shunting through the atrial septum. Intravenous unfractionated heparin was started. Seven days later, embolic occlusion of the aortic bifurcation and the right subclavian artery occurred requiring vascular surgery. Two days later, an embolism to the left brachial artery occurred which resolved spontaneously. The postoperative course was complicated by a bilateral compartment syndrome requiring fasciotomy. Repeated tee did not disclose any remaining thrombus on the aso. The patient was discharged after 6 weeks with oral anticoagulation. In late 2007, 16 months later, the patient is doing well. The complete article is attached.

Manufacturer narrative:
Remains implanted